Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the display screen of the programmer was unresponsive; it was found, however, that the bezel was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not responsive. The programmer has been returned for repair. There was no patient involvement.